Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a 4cm length aortic neck then there was a bend in the aorta which turned into the aneurysm. The physician attempted to cannulate the gate and the wire would not advance above flow divider. The physician stated that the stent graft appeared to be kinked at the flow divider. Since the physician was unable to cannulate the gate it was decided to implant an endurant aui stent graft. The physician then performed a fem-fem bypass. The physician stated that the cause of the event was due to anatomy; a long neck and angle that the aorta bent into the aneurysm. No additional clinical sequelae were reported and the patient is fine.